Event description:
The iab was inserted into the pt on 12/06/96. On 12/07/96 after iabp for 26 hours, the "rapid gas loss" alarm sound from the pump. The balloon was refilled after a few seconds but the same alarm went off. Then, blood was noted in the extender tubing and safety chamber. The iab was removed and a second was inserted. Event complications: none from the event reported 12/10/96. (Pt's current status: alive rpt'd 12/10/96).

Manufacturer narrative:
This follow-up MDR was mailed to the FDA on 4/25/97. Evaluation summary: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.